Event description:
Pursuant a literature review: a case of on-pump lvad insertion in a patient with confirmed heparin-induced syndrome type ii (hit-ii) and dialysis-dependent renal failure in which bivalirudin was used as the anticoagulant. The patient's long-term recovery was complicated by small bilateral subarachnoid hemorrhages that were medically managed and anemia secondary to a gastrointestinal bleed. Additional complications included hypercarbic respiratory failure requiring tracheostomy, recurrent hospital-acquired pneumonia, recurrent bacteremia despite multiple exchange of vascular catheters and courses of antibiotics, and severe malnutrition requiring gastrostomy tube. The patient was stable for transfer to the floor approximately 7-months post-lvad insertion; however, due to the complications and severe physical deconditioning, he has been unable to be discharged and ineligible for transplant.

Manufacturer narrative:
Nhieu, sonai md et al, "case 1-2015 left ventricular assist device insertion in a patient with heparin-induced thrombocytopenia and renal failure"; journal of cardiothoracic and vascular anesthesia, vol 29, no1 (february), 2015: pp 210-220. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of the ventricular assist devices, other than death, include respiratory dysfunction, stroke, gi bleed, and sepsis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
Attempts were made to obtain additional information pertaining to this event. However, no additional information could be obtained. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.